Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. E3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary : the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. Visual inspection reveled that the device was in used condition, the anchor as well as the suture that holds the anchor were slightly impregnated of foreign matter. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings and due to the condition in which the device was received the out of the box failure cannot be substantiated. The root cause of the bent anchor can be traced to procedural variables such as handling of the device or product interaction during procedure, bending force was applied and consequently caused the anchor to bent. As per IFU do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in china that prior to an unspecified surgical procedure, it was determined that the lupine br ds w/orthcrd device anchor was observed to be deformed when the packaging was opened, changed another two to continue the surgery, the same problem happened again. During in-house engineering evaluation, it was determined that the anchor was bent and the anchor as well as the suture that holds the anchor were slightly impregnated of foreign matter. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.